Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that there was apparent explant damage. Performance data collected from the device was analyzed and there was interference/noise. Ventricular short interval count v-sic of 15 counts, in 0.31 day, occurred on (B)(6) 2012 in the timeframe between 01:31:47 and 09:01:52. High resistance/impedance was also observed. Five patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2012. Weekly pace lead trend data show various spike increases for max rv pace= 475 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012. The lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076, implantable pacing lead, (B)(6) 2010; 4194, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that there were high and varying pacing impedances on the right ventricular (rv) lead and an alert was triggered. Fracture was suspected. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.